Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned wrapped in a bl4525wv pack label from lot v7353. The tip protector was not returned. However, the extension handle was taped over top of the needle in an attempt create a needle protector. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter cuts for approximately 1 1/2 minutes and then the inner needle binds up; blocking the port and preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needle causing the inner needle to bind up. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The vitrectomy cutter stopped working as soon as the doctor started to use it but after he came off the pedal and started again it began working. He was able to finish the case. There was no patient injury.